Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the display flickering during pre-use on this ventilator device. The customer determined the most likely cause of this issue, was the user interface module (uim) . The customer stated no patient involvement with this issue.

Manufacturer narrative:
The vyaire factory service received the suspect component for investigation. An investigation was performed and the reported complaint was unable to be duplicated. The ventilator cycled with no signs of the display flickering.